Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right lower lobectomy, the device fired but the knife blade would not return when the up button was pressed. The knife blade made no movement after giving it time and hitting the up button more. The jaws were locked on the tissue. The user eventually attempted to disconnect the handle from the adapter and reattached it to reset the device and return the knife blade, but nothing would move when the handle was reattached to the adapter. The adapter and reload were not recognized when reattached to the handle. After this reset attempt failed, the emergency tool wrench was used. The knife blade did start to return a small distance, but there was so much resistance on the tool. The stapler was ultimately manipulated to pull it away from the tissue. There was a small tear on bronchus staple line which was repaired via suture, while pulmonary artery branch, and lung tissue were stapled. There was a minimal tissue loss and 150 cc of blood loss. Another adapter was used to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was clamped on tissue and the knife bar was at around the 0.25 cm cut line. Functional testing found the device had bent laminates and was applied over thick tissue causing the device to not function properly. It was reported that the jaws of the device remained closed on tissue after firing and there was resistance while attempting to retract the knife. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the returned device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.